Manufacturer narrative:
One photo was received for quality investigation. Evaluation of the photo indicates that the tubing separated at the distal male luer connection to the tubing. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation it was determined that the most probable root cause for the issue is an assembler error or the accumulation of parts in a very short period, leading to confusion during assembly. A quality alert was issued to notify manufacturing personnel. The alert was communicated in personnel involved. Additionally, inspection of the assembly equipment was conducted and the necessary maintenance was conducted to insure proper function. A device history record review for model 2420-0007 lot number 25063003 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: primary IV set tubing issue ¿ separation from the lower portion of the primary IV set 2420-0007 lot number 25063003 and the first luer.